Manufacturer narrative:
Returned product analysis verified the difficulty as stated in the complaint. The balloon catheter was received with the balloon in a deflated stated state and blood was observed in the balloon and inflation lumen. Visual and microscopic examination of the balloon material revealed a pin hole tear in the balloon wall located 2.5 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the tear. No issues were noted with the balloon material or with the ro markers that could have contributed to the tear. The manufacturing records for batch #9224819 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications at the time of its distribution. The exact root cause of the pin hole tear cannot be determined.

Event description:
Event determined to be reportable based on analysis approved on 08/02/2007. It was reported that during a ptca procedure, inflation difficulties occurred. The maverick over-the-wire 20mm x 2.0mm balloon contained a small hole and would not inflate. The lesion location is unknown. The patient's status is unknown. A request for additional information has been made. Analysis revealed a pin hole tear in the balloon.